Manufacturer narrative:
Evaluation summary: the x-ray demonstrated that the wireform was intact and the frame was expanded. Host tissue on the stent circumference was minimal on the outflow aspect of the valve. The sewing ring was cut near all three black stitch markings on the sewing ring, and the wireform was exposed near leaflet 2 at the outflow aspect. Customer report of paravalvular leak could not be confirmed through visual observations. Per the surgeon report, the pvl was probably due to a presence of calcium they had not been able to remove. Therefore, there no manufacturing defect was identified and the root cause of the event was likely due to patient and procedural factors.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) could not be reviewed as the serial number is unknown. A paravalvular leak (pvl) is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, sizing, and patient related conditions. Echocardiographic imaging was not provided; therefore, the reported paravalvular leak could not be confirmed. In this case, surgical technique likely contributed to the reported pvl. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 23mm aortic valve was explanted after an implant duration of 1 (one) month and 28 days due to pvl grade +2. As reported, the procedure was done in full sternotomy. After the aorta was clamped and opened, a very important calcification was found. Debridement was done accurately but few calcium remained between right and left coronary sinus. Sizing was correct and a the aortic valve was implanted with 3 single sutures placed at nadir. When the aorta was closed and the cross clamp was removed, a trivial pvl was immediately found between the right and the left coronary sinus. The surgeon decided to leave the pvl that was considered trivial. Prior to discharge, the pvl was +1 but, due to cerebral problems occurred to the patient, it was decided not to repair it and to leave it. Less than 2 months later the patient represented and the pvl was found to be of grade +2, therefore, another surgical procedure was scheduled. After the aorta was opened again, the valve appeared perfectly seated into the annulus but since it was not easy to put additional stitches, the surgeon took the decision to remove the valve. This was done with some difficulties. A 23mm mechanical non-edwards valve was implanted in replacement. The surgeon said that the pvl was probably due to a presence of calcium they had not been able to remove. The device was returned for evaluation. The patient was noted as to be hospitalized, in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted upon completion of the device evaluation. The device serial number was obtained through follow-up. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.